Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained a discordant, false negative hcg result on one patient sample. There were no instrument errors produced at the time the discordant result was obtained. The customer stated that they had changed the tube's location after the initial run. The ccc specialist reviewed the times at which the initial and repeat results were printed and determined that the time elapsed between the two results was not enough for the initial, manually programmed sample to finish running and be repeated. The ccc specialist determined that the customer had likely moved the sample to another position before the initial run was complete and discussed this with the customer. The customer performed a precision test on a patient sample in replicates of five, which were within acceptable ranges. The customer also ran quality controls, which were within acceptable ranges. The customer had not obtained any other discordant results. The cause of a discordant, false negative result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.